Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter difficult to deflate on the 4th day of use. While attempting to deflate only 1cc water was able to drain using a syringe. While the catheter was left for a while, the water drained out. Also reported that the same event occurred once more.

Event description:
It was reported that the foley catheter difficult to deflate on the 4th day of use. While attempting to deflate only 1cc water was able to drain using a syringe. While the catheter was left for a while, the water drained out. Also reported that the same event occurred once more.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. No root cause could be found because the reported event was unconfirmed. A potential root cause for this failure mode could be, ¿manufacturing related due to operator error/ mechanical error/ thin rubberized layer/collapse lumen.¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [ t he bladder/urethra may be injure d 2. Applicable patients (1) patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously , the bladder and urethra may be [contraindications] 1.method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver containing catheter." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.